Event description:
It was reported the lead was explanted and replaced due to sensing difficulty and noise. No patient complications were reported as a result of this event. Additional information received is that the lawsuit alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages."

Manufacturer narrative:
It was reported the lead was explanted and replaced due to sensing difficulty and noise. No patient complications were reported as a result of this event. Additional information received is that the lawsuit alleged that the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, and economic and consequential damages." Interference sensitivity.